Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was unknown. The customer reported that the transmitter doesn't blink when connected to the sensor. The customer sensor did not appear to have the cannula on it, returning the sensor for analysis and sending replacement. The customer declined to troubleshoot for sensor glucose versus blood glucose, calibration error and change sensor. The customer's blood was unknown.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor. Performed visual inspection and found the sensor with the cannula broken, a broken part is missing. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.